Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that while the patient was using a chainsaw they experienced feeling exhausted and had to sit down. During the use of the chainsaw the right atrial (ra) lead exhibited oversensing of noise. The right ventricular (rv) lead exhibited oversensing of noise and non-physiological short v-v intervals. The implantable pulse generator (ipg) showed possible electromagnetic interference. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.